Event description:
It was reported that the implantable cardioverter defibrillator (ICD) experienced a power on reset (por) during implant. There was rapid pacing noted prior to the por. After the por, the device was re-interrogated and a manual charge/dump was performed. Defibrillation threshold testing was performed and the procedure was completed. The device was re-interrogated upon which it was noted that the battery voltage was low and a re-initializing longevity message with a grey bar for the gas gauge was noted. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated a power on reset (por) occurred. An "x rate limit por" on (B)(6) 2014, 1:11:47 pm. Concomitant products: 5076-45 lead, implanted: (B)(6) 2014. A 429878 lead, implanted: (B)(6) 2014. (B)(4).